Manufacturer narrative:
The lot number for the device is unknown. Therefore, a sample evaluation could not be performed. The filter remains implanted. The delivery system was discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that upon deployment of an ivc filter, imaging demonstrated that one filter arm was crossed over the body of the filter. Reportedly, the filter was appropriately placed within the cava, providing adequate protection. No intervention will be performed. There was no reported patient injury.